Manufacturer narrative:
Device not returned. Follow up with company representative.

Event description:
It was reported that during a single-level x-stop procedure at level l4/l5, while placing the small dilator into the ligament, the spinous process broke at level l4. The pt's status was reported as good. The treating physician terminated the procedure and did not implant the device. Additional surgical options will be discussed with the pt as needed. No additional info was provided.